Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with blank display problem isolated to the radio frequency board. The insulin pump was received with scratched lcd window. No crack found at lcd window screen. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call, that insulin pump had a blank display. Blood glucose at the time of incident was 268mg/dl. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture recently. Troubleshooting was not able to resolve the issue. She called back after waiting per troubleshooting instruction and sated the insulin pump had cracked screen. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis. The customer called back on (B)(6) 2013 stating she had not received her insulin pump. Blood glucose level at the time was 600 mg/dl, which she treated with manual injection. At the time of the call her blood glucose level was 497 mg/dl and decline to treat again. The customer did receive her pump.